Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Patient came in for his 52 week followup, visit on (B)(6) 2016 in the clinic. Patient was s/p right imn a year ago. Patient c/o pain when sitting and lying on right side. On examination, pain as at insertion site of nail. As per dr. Pain does not appear to be at lag screw site upon palpation. X-rays indicate fracture healed and hardware is in place with no loss of fixation. Patient completes. Study today but to followup in 6 months or as needed as standard of care to discuss other options if still in pain (removal of hardware vs corticosteroid injections).

Manufacturer narrative:
The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An inspection of the nail itself was not possible because it is still implanted. The provided x-rays were evaluated by a hcp. According to the hcp the x-rays show a significant lateral protrusion of the lag screw and heterotopic ossification. Both are potential sources of pain. Indications for any implant related issues like deformations or breakages were not visible or reported. A manufacturer related issue can be excluded. Based on the given information the case is attributed to the patient. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Patient came in for his 52 week followup, visit on (B)(6) 2016 in the clinic. Patient was s/p right imn a year ago. Patient c/o pain when sitting and lying on right side. On examination, pain as at insertion site of nail. As per doctor pain does not appear to be at lag screw site upon palpation. X-rays indicate fracture healed and hardware is in place with no loss of fixation. Patient completes study today but to followup in 6 months or as needed as standard of care to discuss other options if still in pain (removal of hardware vs corticosteroid injections).